Event description:
Journal article received: internal fixation of complex fractures of the tarsal navicular with locking plates. A report of 10 cases; cronier p, frin jm, steiger v, bigorre n, talha a.; orthop traumatol surg res. 2013 jun;99(4 suppl):s241-9. Doi: 10.1016/j.otsr.2013.03.001. Epub 2013 apr 26; reported: a prospective study involving 10 patients treated via reduction with a mini-distractor and stabilized by a synthes ao locking plate fixation, for comminuted tarsal navicular fractures between 2007 and 2011. It was noted that a (B)(6) patient experienced partial asymptomatic necrosis. The patient had a reported maryland foot score of 93 (range = 82-100) and an aofas score of 95 (range = 87-100). It was also reported that another patient experienced pain during changes in the weather. A copy of the literature article is being submitted with this medwatch. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis. Placeholder.